Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt changed groups on (B)(6), 2011. No "unusual setting" were performed. The pt, subsequently had some return of symptoms. The implantable neurostimulator was checked on (B)(6), 2011, and found to have encountered a power on reset (por) condition. It was not clear whether the por was a warning message or an informational message. It was not possible to clear the por. The pt had no recent contact with electromagnetic interference (emi). The pt was seen the following day and the por condition was successfully cleared using the pt programmer. There was no device usage data or group usage data - "no data available" was displayed. No info was provided related to the pt outcome. A follow-up report will be filed if add'l info becomes available.